Event description:
It was reported the customer was hospitalized for high blood glucose and diabetes ketoacidosis. Prior to hospitalization, the customer was nausea and vomiting. The customer's sugar level was high and she kept receiving no delivery alarms. The bolus history revealed that several bolus were programmed during the day to correct her high blood glucose. After admission, the customer's blood glucose dropped. Troubleshooting was performed. The high-pressure test passed.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.